Event description:
Related manufacturer reference number: 2017865-2021-24914. It was reported that the right ventricular lead exhibited noise. An x-ray showed that the right ventricular and atrial lead likely suffered from subclavian crush. The physician elected to explant the leads and not replace the system as the patient was not pacing dependent at all. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was returned in one piece measuring 52.2 cm. External insulation abrasion was found at 13.1 cm to 13.4 cm from connector pin breaching outer insulation and exposing the outer coil. The insulation abrasion damage at this region was found to be consistent with friction to the device can. The reported event of subclavian crush was not confirmed. All other damages found were consistent with procedural damage.